Manufacturer narrative:
(B)(6). Investigation summary: bd received samples from the customer facility for investigation. The samples were tested and the customer's indicated failure mode for poor barrier separation with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for poor barrier separation with the incident lot was not observed as all samples met the required specifications. Root cause description:. Based on evaluation of the customer samples, the customer¿s indicated failure mode for poor barrier separation with the incident lot was not observed as all samples met the required specifications.

Event description:
It was reported that bd vacutainer® lh pst¿ ii plus blood collection tubes had poor barrier separation during centrifuge. There was no report of exposure, serious injury, or medical intervention.